Manufacturer narrative:
No device was returned to nuvasive for evaluation as it is still in-situ and no radiographs or images were provided so the complaint could not be confirmed. Review of the reported event identified the patient scored a 33 out of 40 on the eat-10 testing although no treatment was required the reported issue is considered dysphagia which is a well-known complication of acdf procedures. The root cause of dysphagia is likely the body's response to surgical trauma (swelling) and or anatomical interference resulting from implant selection and swelling. The patient received no treatment, and no additional investigation is required and the patient will continue to be monitored. Manufacturing review: no material or lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "contraindications include, but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation. 3. Patients with known sensitivity to the materials implanted... 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "Potential risks identified with the use of this system, which may require additional surgery, include... Neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, tissue reactions including macrophage and foreign body reactions adjacent to implants...pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma..." "Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. Caution must be taken due to potential patient sensitivity to materials. Do not implant in patients with known or suspected sensitivity to the aforementioned materials..." "...based on fatigue testing results, when using the modulus interbody system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc., which may impact on the performance of this system..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9402506-en h-2022-06.

Event description:
The event was identified during a review of the cervical interbody pmcf study, the report identified that on (B)(6) 2024 a patient underwent a two level anterior cervical discectomy fusion procedure at c4/5 and c5/6. On (B)(6) 2024 24 hr post op follow up showed eat-10 score of 33 out of 40 and considered a complication but no treatment provided at this time patient will continue to be monitored.